Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bariatric procedure, before the first dissection, the jaws were locked in close position with no vessel grasped. The procedure was completed with another device. There was no patient injury.